Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the stylus was out of calibration, it was not aligned with the cursor and therefore the connection between the overlay and the xy board was reseated and the stylus recalibrated. The hard drive was reconfigured and the software reloaded. The device then passed functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus calibration for the programmer was unsuccessful. The replacement stylus was also noted to be unsuccessful at re-calibration. It was requested that the stylus be fixed/re-calibrated. The programmer was returned for service. There was no patient involvement.